Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3: MFR reference report: 3006705815-2019-00687, and 3006705815-2019-00688. It was reported that the patient was not getting adequate relief from therapy. Reprogramming was attempted without success the system was explanted and replaced on (B)(6) 2019. The patient has effective therapy.

Event description:
Device 3 of 3: MFR reference report: 3006705815-2019-00687, and 3006705815-2019-00688.